Manufacturer narrative:
As reported, capsure device deployed two overlapping fasteners at a single fire. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during simulated use testing, deploying the last remaining fasteners with no issues. Based on the information available and sample evaluation, the most probable cause is an event occurring user device interface as there was no device problem found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair, capsure fixation device was used and when it was triggered, two overlapped fasteners were deployed. It was reported that first shot was fixed to the mesh, the second shot overlapped the first and did not reach the mesh. The second trigger shot was a blank, and the third shot after that was fired normally. It was reported that another device was used to complete the procedure since this device ran out of fasteners. There was no patient injury.